Manufacturer narrative:
H.3. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.

Event description:
It was reported that bd nexiva needle pierced the catheter. The following information was provided by the initial reporter: concern description: when attempting to thread the angiocath it appeared to be bending. When angio was removed the needle appeared to have perforated the canula, it wasnt bent. No adverse event reported

Manufacturer narrative:
Investigation results: no photos or physical samples that display the reported condition were available for investigation. A device history record review was completed by our quality engineer team for provided material number 383551 and lot number 3320149. The review did not reveal any detected abnormalities during the production process that could have contributed to this defect and all quality tests were found to be within specification. Based on the available information, an exact cause for this incident could not be identified.